Event description:
The customer called into philips to report the device is displaying an equipment requires service, ECG cable failure. There was no reported patient involvement / adverse patient impact.